Manufacturer narrative:
This follow-up report is being filed to relay additional and corrected information, which was unknown at the time of the initial medwatch. Unique identifier - UDI # -(B)(4).

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 5 states, "pain, discomfort, or abnormal sensation due to the presence of the device."

Event description:
Patient underwent a right shoulder procedure that utilized a suture anchor and approximately six months post-implantation experienced pain. No revision procedure has been reported and the component remains implanted.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.

Event description:
Patient underwent a right shoulder procedure that utilized a suture anchor and approximately six months post-implantation has experienced pain. Magnetic resonance imaging and a computerized tomography scan have revealed possible loosening of the suture anchor. There is also a tear of the deep surface of the subscapularis and an irregularity on the bursal side of the supraspinatus tendon in its middle third. Additionally, there was the beginning of marginal osteophytes associated with enthesitis. The component remains implanted.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.